Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. On the evening of (B)(6) 2018, the patient's mother stated the cgm was reading 299mg/dl and administered insulin to the patient based of the high reading on the cgm. At 6:15am in (B)(6) 2018, it was indicated that the patient's blood sugar went low and had a seizure while the cgm was reading 262mg/dl. Additional event details were not provided. At the time of contact, the patient's was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.